Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received a reading of 17.9 mmol/l dosed with an unspecified amount of insulin and then two hours later a reading of 1.1 mmol/l. Their spouse transported pt to the hosp. Customer did not specify what treatment was provided at the e.r. Or by paramedics during transport. Testing was conducted on the fingers.